Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l66507, implanted:(B)(6)1999, explanted: (B)(6) 2016. Product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver lioresal (concentration 2000), at an unknown dosage, indicated for intractable spasticity and cerebral palsy. It was reported that the pump and catheter were explanted due to infection on (B)(6) 2016. No patient injury occurred and it was stated that the patient recovered without sequela.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse gablofen [2000 mcg/ml] at 12.3 mcg/day. Analysis of the pump found no anomalies and analysis of the catheter found no significant anomalies. Result code and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8709 lot# l66507 implanted: 1999-(B)(6) explanted: 2016-(B)(6)product type catheter product ID 8590-1 lot# n223070 serial# implanted: 2010-(B)(6) explanted: 2016-(B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, lot #: l66507, ubd: , UDI#: asku h6 update: the previously applied conclusion code 71 was replaced with 67. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative reported that a full explant of the entire system except for a small fragment of tunneled catheter had occurred on 2016-(B)(6).